Event description:
The device was applied during a low anterior resection procedure. Reportedly, the device was difficult to open. The surgeon performed a colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.